Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks with juvéderm® voluma¿ xc. Sixteen months later, the patient was injected in the marionettes and nasolabial folds with juvéderm® ultra. A month later, the patient was injected in the chin with restylane® lyft and sculptra aesthetic. A month and a half later, the patient was injected in the marionettes and nasolabial folds with juvéderm® vollure¿ xc. The patient experienced ¿inflammation and nodules¿ to the face 3.5 months later. The patient was treated with doxycycline, ciprofloxacin, and medrol dosepak. The event is ongoing but ¿improving.¿ this is the same event and the same patient reported under MDR ID # 3005113652-2022-00174 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2022-00176 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® ultra.

Event description:
Additional information reported six days after symptom onset, patient was treated with 5 fu/dexa/kenalog injection to 4 large nodules. 10 days later, patient restarted doxycycline and clarithromycin for 2 weeks. Three days later, 5 fu/dexa/kenalog was injected to new nodules. Four days later, 7 vials hylanex and kenalog were injected into cheek nodules. Approximately three months later, symptom resolved.

Manufacturer narrative:
Continued h6: type of investigation code: b18. Clarification to h6: the syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.